Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of post-paced t wave oversensing were observed on the device. Episodes of atrial oversensing were observed on the atrial lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated tor resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-06605.